Event description:
It was reported that a cgm error occurred. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support provided information for a complete pump reset, guided the caller through the process, and the caller successfully started their sensor session without encountering the error again.